Event description:
Pt found unresponsive. Pt resuscitated successfully. Pt placed on transcutaneous pacemaker using 6 inch defibrillator electrode pads. After an extended period of pacing, the pt expired. Upon removal of the pads, small burns were detected on the pt's chest and back. The burns were consistent with markings on the electrode pads. While this played no role in the outcome, this seems to be an ongoing concern for pts with similar characteristics.